Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy and symptoms returned. The patient lost her programmer antenna. The patient used the programmer without the antenna and was able to communicate and adjust settings. The issues started yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.